Event description:
A patient underwent femtosecond-laser assisted cataract surgery in the right eye and the micor lens fragmentation system was used to remove the cataractous lens fragments. During lens extraction, a tear occurred in the capsular bag while manipulating one of the final lens fragments. The initial medium-sized tear became enlarged due to brief continued vacuum engagement and there was vitreous loss. The surgeon inserted viscoelastic, removed the micor extractor from the eye, and converted to phacoemulsification. An anterior vitrectomy was performed without incident. The original surgical plan was to implant a multifocal intraocular lens (iol) in the capsular bag; however, due to the intraoperative adverse event, a 3-piece monofocal iol was implanted. The lens was well-centered at the conclusion of the procedure and the patient was expected to have a favorable outcome. Additional patient follow-up was requested from the surgeon. Postoperatively, the patient's best corrected visual acuity (bcva) is 20/30 and the patient is doing well. The preoperative bcva was requested for comparison.

Manufacturer narrative:
The micor extractor was discarded by the customer at the time of the event and is not available for evaluation. The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported event. The surgeon attributed the event to a post-occlusion surge when extracting the final piece of nucleus. The device labeling identifies capsular rupture as an inherent safety risk. The manufacturer has reviewed the event in the context of internal complaint data and postmarket surveillance. Based on currently available information, the reported rate of capsular tears and vitreous loss associated with the device remains very low and is below the rates reported in the literature and postmarket data for other legally marketed devices in the same product code. This conclusion is based on internal postmarket surveillance trend analysis and literature review. The manufacturer will continue to monitor for any emerging trends. Manufacturer's reference #: (B)(4).